Event description:
On (B)(6) 2012, the patient contacted animas reporting that her blood glucose levels have been elevated and was not feeling well. Patient stated that her blood glucose levels are over 600 mg/dl and she has vomited a small amount this morning, felt bad, and had trouble breathing. Patient stated blood glucose level was at 250 mg/dl before dinner last night and then when waking, blood glucose level was "high". Patient stated that at time of call, she was feeling better, but her meter remote still said over 600 mg/dl. Patient states that she knows that the blood glucose level was getting lower as she was not having trouble breathing now. Patient did not check ketones. Patient stated that her normal range for blood glucose levels is in the 200s mg/dl and under 300 mg/dl. Patient stated that her meter remote said over 600 with a "control" message so the meter did not give her a choice to give a bolus via the meter remote. Animas customer support instructed the patient to check blood glucose level again at the time of the call and it was still over 600 mg/dl and the meter remote allowed a bolus of 9.65 units. Patient did not have control solution at home, nor another meter to use. Patient stated that she has taken injections of insulin today, 2 units in the morning and then 5 units about 3 hrs prior to the animas call. She denied leakage of insulin and changed the infusion set last on (B)(6) 2012. The patient changed the infusion set while on this call and the cannula was straight and there was no blood. Patient did not feel well on (B)(6) 2012, but felt better on (B)(6) 2012. Patient stated she was at conferences this week and felt tunnel-vision and indigestion, but blood glucose levels were in her normal range, under 300 mg/dl. Patient claimed that the pump settings (advanced features, basal segments, and date/time) were all correct. When reviewing the pump history, the animas customer support noted the prime volumes of 2.7 units on (B)(6) 2012 and 2.4 units on (B)(6) 2012. The animas customer support found out that the patient was not holding down the ok button to prime the pump. The patient disconnected from the pump primed the pump while on the call: it took 5 units to prime. There was no indication that the pump malfunctioned. However, this complaint is being reported because the patient reportedly experienced blood glucose levels over 600 mg/dl while using the pump. There was evidence of use error since the patient was not properly priming the pump. The patient also had changes in her activities at the time of the incident. The patient was advised to seek medical attention regarding her elevated blood glucose levels.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.